Manufacturer narrative:
A review of the device history record was not possible as the lot number of the device was not provided. It was reported that the catheter remains implanted in the patient therefore could not be returned for evaluation. The catheter was implanted for 2 months with no other reported disconnections. Without an evaluation of the device we are unable to determine if there was a manufacturing issue with the catheter luer. It is possible the connection was not fully secured at the onset of the dialysis treatment or there was an issue with the fresenius bloodlines that caused/contributed to the disconnection.

Manufacturer narrative:
An investigation has been initiated. Requests have been made for additional information and the return of the sample for evaluation if available.

Event description:
The connection between the venous blood line and the catheter connector separated 30 min before the end of the dialysis. The patient lost a lot of blood.